Event description:
It was reported that the user experienced two deficient contact detach cannulas after likely placing them in scar tissue, with elevated blood glucose readings of 348 mg/dl and 287 mg/dl and a current reading of 181 mg/dl; no device component specifics were identified due to insufficient information, and replacement supplies were shipped. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no findings available and insufficient information to determine a specific device problem or implicated component. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.